Event description:
It was reported that the atrial and right and left ventricular leads had dislodged. The lv and atrial lead were repositioned. The rv lead was explanted when repositioning was unsuccessful. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.